Manufacturer narrative:
The insulin pump was received with a broken battery cap. The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The device also passed the unexpected restart error test and the off no power test. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose had been high and that she blames it on the insulin pump. The patient's blood glucose at the time of incident was 257 mg/dl; however, her current blood glucose was 444 mg/dl. The customer felt excessive thirst and sleepiness, and the customer attempted to treat their hyperglycemia with an insulin pump bolus. Troubleshooting was initiated for the insulin pump and no apparent anomalies were discovered. However,, the dome sticker was falling off and the customer was unaware of how that damage occurred. Additionally, the insulin pump had a stripped battery cap, which the customer declined troubleshooting for. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.